Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. The field service engineer confirmed the reported technical error codes in device logs but could not reproduce the problem. The control printed circuit board (pcb) was replaced according to recommendations in the service manual and was returned for investigation. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation on the reported date of event. A visual inspection of the returned control pcb showed no anomalies. The control pcb was installed in the reference ventilator and simulated use test ventilation did not reproduce the described customer issue. Prior investigation of similar events have showed that the reported technical error codes most probably are software related, and in a worst case scenario the safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).